Event description:
It was reported that while users were trying to pull the electrodes off the backing and place it on the patient, the conductive gel stayed on the backing. The customer had experienced the reported issue for at least two incidents. Reporter informed that the reported problem had no adverse on the patient. There were no further details on the event and/or patient provided.

Manufacturer narrative:
(B) (4). Physio-control is anticipating the electrodes return to the manufacturing facility. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.